Event description:
Caller alleged discrepant results compared with the lab. Caller also alleged imprecision with inratio meter. Results as follows: date: (B) (6) 2010, inr: 6.0; - 5.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at complaint was filed. Inratio precision data provided by end-user: 1st inr: 6.0, 2nd inr: 5.5, mean: 5.75, sd: 0.35, %cv: 6.15. A 1.8 inr was excluded from comparison test since no lab result was performed on (B) (6) 2010. It was revealed that the doctor increased the pt's coumadin dosage. Data analysis of mean and cv% calculations from comparison test data provided by end-user revealed both accuracy and precision criteria were met. The results are not considered discrepant within the context of the documented variability for inr testing. There is no sufficient info to determine the root cause of customer's discrepant results. As of (B) (6) 2010, six discrepant result complaints were reported for lot #218916 yielding a complaint rate of (B) (4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B) (4), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.